Event description:
It was found during investigation that a no external power alarm that appeared consistent with a loss of ac power while using the mpu was observed within the data, occurring during a period where the clock was not set (on "30mar2000").

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.